Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/12/2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history does not match active basal program this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data indicated the last bolus delivery and the last basal delivery were on 08/15/2015. During investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required specification. The complaint of a history settings issue was not duplicated during the investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.